Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that reagent bottles 2 and 3 of axsym troponin-I adv reagent lot# 49238m2010 only partially opened resulting in a probe crash. The customer also stated that the lids were difficult to open manually. There was no report of impact to patient results.